Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms in the bipolar configuration; measurements were normal in the unipolar configuration. A lead fracture was suspected and the patient was sent for an extraction procedure. During the revision, the stylets were not able to pass through the entire lead. The physician cut the lead distal to the obstruction point, then the stylets were able to reach the lead tip for removal. The fracture was believed to be the cause of the obstruction, and was believed to be due to clavicular crush. A new lead was implanted successfully. No additional adverse patient effects were reported.